Event description:
A balloon ruptured on the first inflation well beyond its rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation procedure at the venous anastomosis of a very tight stenosis. A pressure gauge was not used. Another balloon catheter was used to successfully complete the procedure. There were no pt complications involved. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a 16 mm longitudinal tear located from the proximal ro marker to 15 mm distal of the proximal ro marker. The shaft under the balloon was flattened and the balloon was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with overpressurization, a longitudinal tear. It was also indicated this device was inflated to and ruptured well above its rated burst pressure and was inflated without the benefit of a pressure gauge. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product. .. The rated burst pressure should not be exceeded... Inflation in excess of rated burst pressure may cause the balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, I immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."